Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a trigger alarm. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was not able to duplicate any trigger alarms. The unit passed all functional and safety tests. The unit was then returned to the customer for use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.